Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, large label on the top left corner missing the surescan logo. The implantable pacing lead (ipl) was implanted and remain in use. No patient complications have been reported as a result of this event.